Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported the implantable neurostimulator (ins) was never implanted as the lead would not advance into the ins despite multiple attempts and loosening the setscrew. Impedances were tested and showed all readings were above 4000 ohms. A new ins was used without any issues and the event resolved. No symptoms were associated with the event.

Event description:
A manufacturer representative (rep) reported they borrowed an implantable neurostimulator (ins) from another hospital during the case and the reading were then ok. The rep stated they had not sent the battery back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.